Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the one order did not cross over to one station. A technical support specialist (tss) was informed that the pharmacy had successfully sent the order to the station and had already loaded the medication, but the order was not showing on the station. User could see the medication and order from the pharmacy, but it did not appear on the station. Tss resolved by identifying that the patients orders were resent or discharged. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one order was not crossing over to one station, and the issue was occurring for only one patient and one medication. The customer confirmed that they were able to see the medication and the order from the pharmacy, but it did not appear on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.